Event description:
Same case as MFR report # 3005099803-2009-00210. It was reported that during a endoscopic retrograde cholangiopancreatography (ercp) procedure, resistance was encountered and a guide wire coating detachment occurred. The "severly" stenosed lesion was located in an unspecified bile duct. A 0.025 jag precursor guide wire was advanced to the lesion. However, resistance was encountered. In efforts to cross the lesion, the physician attempted to advance and retract the guide wire several times after which time it was noted that the distal coating on the guide wire had detached and remained inside the pt. The detached coating was removed utilizing a forceps. A second 0.025 jag precursor guide wire was advanced, however, the same event occurred. The device was removed and an third, unspecified guide wire was advanced to successfully complete the procedure. The pt's status is reported as "good".